Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an extensor mechanism (em) tear; the surgeon performed a poly swap and e.m. Repair.